Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not receive glucose readings after a new dexcom g7 sensor was started and paired using code 0829, and the pump displayed a replace sensor alert; troubleshooting and education were provided, including guidance that pairing can take up to 30 minutes and instructions to replace the sensor. Symptoms included no glucose data displayed on the ilet during the pairing failure. Outcomes included no effect on blood glucose levels and no medical intervention or hospitalization. Investigation included remote troubleshooting, user education, and follow-up to confirm data transmission. Investigation of this case revealed a transient sensor-pump pairing failure that resolved after sensor replacement, consistent with communication or setup issues between the cgm transmitter and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup or transient communication issue during sensor start-up.